Manufacturer narrative:
Inspected 2 opened/used partial sensors and found both sensors with cannula bent and stuck to adhesive tape. Unable to confirm customer received sensors in said condition due to customer returned opened/used. Customer only returned 1 insertion needle. Inspected insertion needle and found needle bent inside hub assembly.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 98 mg/dl and sensor glucose was 65 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.